Event description:
The marketing director reported on behalf of the user facility, having spoken with the physician the following incident: the physician had operated on a patient several weeks ago to remove a fourth ventricular ependymoma, and used suturable duragen to repair the dura. The patient developed a pseudomeningocele. Upon re-exploration, a small hole had formed in the middle of the graft (suturable duragen sheet). The physician replaced the graft with a second suturable duragen graft and the used duraseal for secondary closure. This incident is related to MDR# 1121308-2007-00007.

Manufacturer narrative:
The product is not expected to be returned for evaluation. Investigation has been initiated based upon the reported information.